Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during visual inspection of the pump, it was observed that the audio bolus button cover was intact and the button responded properly to user presses. The audio bolus button cover was removed and there was no evidence of moisture in the compartment. The investigation was unable to duplicate the initial complaint about an under responsive audio bolus button.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.